Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, there was an incomplete staple line and malformed staples. There was no pt consequences.